Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 9) with multiple cartridges during the load process. Customer's blood glucose level was impacted (250 mg/dl.) The customer ultimately was able to load a cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.